Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was not working properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/24/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results:testing confirmed intermittent responses to button presses on the 'ok','up','down' and 'contrast' buttons. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Unrelated to this complaint, observed the battery compartment is cracked at opening of battery chamber extending down to the primary seal. A test battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. There was no power loss or moisture issue evident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.